Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle, hub/collar separation occurred. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d.9: device available for evaluation: yes. D.9: returned to manufacturer on: 13-feb-2026. H.3 device eval by manufacturer? Yes. Investigation summary: bd received 4 samples and a photo for investigation. In the customer-provided photo, the hub and collar appear separated. Four returned samples underwent functional inspection for hub/collar separation and defective locking mechanism. All four samples passed testing, as the safety shields were able to be activated properly with no signs of damage or device separation. Additionally, twenty retained samples were functionally inspected for hub/collar separation and defective locking mechanism. These samples also passed testing, with the safety shields activating properly and no signs of damage or device separation observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: hub/collar separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle, hub/collar separation occurred. No adverse impact was reported regarding the patient or user.